Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient presented to the emergency department after receiving a shock. An x-ray indicated that the right ventricular (rv) lead had dislodged to the atrium and the lead delivered a shock due to the lead sensing the p waves and the patient being in atrial tachycardia/atrial fibrillation. In addition, the lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained high rate episodes and small r waves were noted. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.